Event description:
It was reported that during a pump replacement case due to normal battery longevity, they were not able to aspirate. They looked at an old x-ray that was on file for the patient and the catheter looked as if it were coiled in the lower lumbar and sacral region. The device manufacturer representative (rep) discussed with the health care provider (hcp) that she did not believe the catheter was in intrathecal because it looked migrated and seated in her lumbar area looking coiled up. The hcp reportedly disagreed because the patient was getting good therapy and said ¿it¿s always been sitting like that¿. The hcp then decided to proceed with a back table prime and had stated she had only scheduled a pump replacement not a catheter revision. The device system was used to deliver morphine. Additional information has been requested including what caused the inability to aspirate, if surgical intervention had occurred and how the patient was now doing but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11171r24, implanted: (B)(6) 2002, product type: catheter. (B)(4).